Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported unexpected medical interventions and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device. The patient's aortic valve angle was 48 degree in 3 cusp, 43 degree in overlap. The annular dimensions of the native valve were: ascending aorta ø min: 36,1 mm max: 38,7 mm average: 37,4 mm sinotubular junction ø min: 30,8 mm max: 34,2 mm average: 32,5 mm aortic annulus min ø: 21,4 mm max ø: 26,6 mm average ø: 24,0 mm eccentricity: 0,20 lvot ø min: 21,2 mm max: 27,8 mm average: 24,5 mm. A pre-dilation was performed with a 21mm non-abbott balloon. During the procedure, the device was successfully implanted at a depth of 3mm. After implant, it was noted that the device had slipped out of the annulus and moved 10-13mm up into the aortic arch before the ds was removed. The valve didn't block any coronary arteries. The physician attempted to snare the device but was unsuccessful. A post-dilation was performed with a 24mm and 25mm non-abbott balloon and a second 27mm navitor valve was implanted valve-in-valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.